Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: (B)(6) 2022; patient visited clinic (outpatient) with admission diagnosis chronic hip pain after total replacement of right hip joint. (B)(6) 2022; patient CT right hip has been denied due to lacking test results needed and not sufficient to plan for surgery. Doi: (B)(6) 2008.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: unspecified tissue injury (e2015) used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received, in addition to wat previously reported that patient was revised to bone loss and osteolysis. Operative notes reported an erosive change involving the superior pubic ramus. There are some subtle mixed lytic and sclerotic changes identified within anterior column of the right acetabulum and right superior pubic ramus.

Event description:
Patient was revised due to evidence of metallosis present within the hip capsule. There was no evidence of loosening of the femoral stem. Patient has been battling right hip pain for months to years. Patient underwent total hip replacement in 2008 for avascular necrosis. Preoperative diagnosis were peri prosthetic osteolysis of internal prosthetic joint and infection and inflammatory reaction due to internal right hip prosthesis, possible. There was linear stripe wear present where the contact occurred from the trunnion was impinging against the posterior aspect of the metal liner I believe this combined with a metal-on-metal bearing ultimately led to the amount of metallosis present as well as likely debonding potentially loosening of the socket. Evidence of internal impingement of the metal taper to the posterior part of the acetabular socket, which had slightly increased anteversion. Doi: 2008, dor: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.